Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod between 24 and 36 hours on the back. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and no kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Cracks were found in the top housing. While cracks were found, it would not contribute to a failure of the pod¿s ability to deliver insulin. The timing and cause of the cracks could not be determined.